Manufacturer narrative:
(B)(4):the device has not been returned, therefore, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous peripheral intervention procedure a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery. Vascular access was obtained via the left femoral artery. The wanda balloon catheter was advanced across the lesion, inflated once to 8 atms, inflated once to 10 atms and ruptured. The procedure was completed with a different balloon catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.